Manufacturer narrative:
(B)(4). The analysis results confirmed that the pouch device was returned fully deployed. The suture was torn. The bag was not returned for analysis. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to how this damage occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any part of the torn pouch fall into the patient: no fortunately not; if so, was the part retrieved, if a part broke off of pouch, is the part and the rest of the device being sent back for analysis, or was the torn portion disposed of: the torn part was disposed.

Event description:
It was reported that during a nephrectomy procedure, the bag tore when it was pulled closed. They removed the faulty product and opened another device of the same product code to complete the procedure. There were no adverse consequences for the patient reported.